Event description:
It was reported that when a patient presented in clinic for a routine follow-up, the device was unable to be interrogated. The device was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a hybrid anomaly. The device was tested on the bench as well as using automated test equipment but no anomalies were found. The cause of the hybrid anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.